Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a battery out limit alarm. Customer was advised to reset the time and date. Customer reported high blood glucose due to inaccurate sensor readings. Customer's blood glucose was 400-500 mg/dl. Customer thought she could get it down on her own. Customer's current blood glucose was 279 mg/dl. Customer had a bad ear infection and was treating it. Customer stated that the issue was with the sensor and not the pump. Customer was hospitalized on (B)(6) with a blood glucose value of 668 mg/dl. Customer stated that she could hardly stand up and was nauseated. Customer had an ear infection before she came in. Customer had diabetic ketoacidosis. Customer was wearing the pump at the time of the hospitalization. Customer has been given sliding scale insulin. Customer added lantus before meals. The pump failed the high pressure test. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a broken belt clip slot and minor scratches on the lcd window.